Event description:
The customer reported tender and puffy skin under the eye and reported seeing a dermatologist that advised not to use the mask again. The customer has reported using under eye creams to address this issue.

Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.